Event description:
Allegedly, when the box was opened a hair was stuck in the item and it was decided not to use item.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.